Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range impedances which were originally detected on the patient¿s remote home monitoring system. A lead fracture was confirmed via a chest x-ray. The fracture was located at the clavicle/first rib area. The lead was surgically abandoned and replaced without incident. No adverse patient effects were reported.